Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtain via a 6f procedural sheath at the common femoral artery (cfa). A pre-procedural femoral angiogram showed presence of calcium in the vessel. Post procedure, a radiology technologist (rt) in training to the mynx and with the alpha mynx trainer (amt) present, chose the device to close the femoral artery. There was no information provided in regards to the steps taken in the deployment of the device except that the rt had a hard time getting the sheath in the tissue tract. It was reported that after the rt inflated the balloon, the rt retracted the device to abut against the arteriotomy. Reportedly, a balloon rupture occurred. The rt removed the device and prepped a 2nd mynx device. It was reported that the 2nd device ruptured when it was being retracted back to the arteriotomy. The patient was converted to manual compression and successful hemostasis was achieved. The patient was discharged to home without clinical sequela reported. No further information was provided.